Event description:
It was reported that following an unrelated surgical procedure, the ipg became unable to communicate with external devices and the lead had high impedances. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient's lead had high impedances and following an unrelated surgical procedure, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg and lead were explanted and replaced to address the issue.

Manufacturer narrative:
Correction to b5. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.